Event description:
It was reported, the powered laser surgical instrument was emitting smoke from the back before the therapeutic laser lithotripsy procedure. The issue occurred prior to use during inspection. There were no reports of patient harm. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the powered laser surgical instrument was emitting smoke from the back was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the component failure. The failure was caused by a defective power supply and was an unexpected component failure without any design or manufacturing issues. Olympus will continue to monitor field performance for this device.